Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator had an error code 9003 (flow sensor failure). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
No new information or parts were returned to complete the fi. Should parts or information be provided in the future the complaint will be reopened and reassessed at that time.

Manufacturer narrative:
Updated. (B)(6) .

Event description:
The customer reported "boot black" and that the ventilator had an error code 9003 (flow sensor failure). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.